Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Sleep current measurement and active current measurement within specifications. History was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis did confirm failed battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did drop below 3.5v for consecutive 240 minutes. Battery cycle 49.0 received the low battery alert (104) on (B)(6) 2023 06:23:00 after more than 7 days at 13.3 days. Battery cycle 44.0 received the low battery alert (104) on (B)(6) 2023 02:40:00 after more than 7 days at 13.18 days. Battery cycle 41.0 received the low battery alert (104) on (B)(6) 2022 07:11:00 after more than 7 days at 13.35 days. No unexpected keypad unresponsive noted. The unit p-cap / test reservoir locks in place properly. Unit received with cracked keypad overlay at select button, fading serial number label, cracked battery tube threads and cracked case near belt clip rails. Unit was confirmed for failed battery alarm and pump loss alarm anomalies due to moisture damage. No unexpected keypad unresponsive noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was louder while rewinding, and the pump was rejecting the new batteries. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880.